Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) & (B)(4) for evaluation. (B)(4) & (B)(4) inspected the device and confirmed the following; the video connector socket was worn and the videoscope was not connected properly. The endoscopic image disappeared intermittently and color bars displayed on the monitor screen. The keyboard cable was twisted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed by the user that during the procedure, the endoscopic image was flickering and the monitor screen had streaks and was blurred. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). It is unlikely that the video connector socket had worn out during normal use, because only about two years have passed since the device was manufactured and delivered. Therefore, the locking and contact pin wear of the video connector socket may have been caused by the user connecting the video connector socket with a strong force. The wear of the video connector socket may cause unstable connection with the video connector, affecting image transmission from the endoscope to the video system center and causing image malfunction. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.